Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in the criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a knife did not cut during cataract surgery. There was no impact to the patient. Additional information has been requested.